Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced breathing difficulty while performing pd therapy with an amia device. The issue occurred during fill 1 while the patient was connected to the device. The patient¿s pd nurse instructed the patient¿s caregiver to do a manual drain. Baxter renal therapy services assisted the caregiver to end the therapy. There was no report of medical intervention. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.